Event description:
It was reported by the affiliate that the (1) tlc100 was used during a thoracotomy procedure. It was reported that the device did not staple completely. The case was completed with another instrument and there was no consequence to the pt.